Event description:
Customer reporte,d they felt the vaporizer had no output. There was no report of patient involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested, and output was found to be high to manufacturing specifications. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve.